Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, blood in/on helix/lobe mechanism, and apparent explant damage.

Event description:
An allegation from an attorney indicated the patient sustained and will continue to sustain severe physical injuries and/or increased risk of death, mental anguish, economic losses and other damages. Approximately three years from the first allegation, there was an allegation from a second attorney which indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."